Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during routine shift check, the autopulse platform displayed an unknown error message. No patient involvement was reported. No other information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found the power button was damaged. A review of the platform archive was performed and user advisory (ua) 136 (system error, out of service, revert to manual CPR) messages were observed on (B)(6) 2015 and not on the reported date of occurrence. Functional evaluation of the returned autopulse platform was unable to be performed as a system error "revert to manual CPR" message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board needed to be replaced to remedy the system error fault. In summary the customer's reported complaint that the autopulse platform displayed system error was confirmed during functional testing. The root cause was determined to be a defective pca processor board. After the processor board and the power button were replaced, the platform passed all final functional testing criteria.